Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, at the closing of anastomosis site (jejunojujunostomy) through intracoporeal anastomosis, the device did not fire. The surgeon pressed the green safety button and did the same to blue button to fire staples however the device got stuck as soon as they pushed those buttons. Then they pushed the silver button to retract it. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.